Event description:
It was reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed; analysis revealed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 5076 implantable pacing lead, (B)(6) 2011; 6935 implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.